Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer verified the malfunction and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit then passed all testing and operates within manufacturing specifications.

Event description:
It was reported that the ventilator had a communication error. The ventilator was not in patient use at the time.